Manufacturer narrative:
One fast-cath hemostasis introducer was returned for analysis. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due the stopcock tubing not being fully inserted the sideport.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information regarding the patient identifiers, patient consequences and physician name was requested but not received.

Event description:
The tubing of the introducer was found detached at the irrigation port of the sheath while in the patient. The patient complained of feeling "wet" and the nurse found the detached irrigation port. Pressure was applied over the dressing, the patient was placed in trendelenberg and the introducer was removed with no consequences to the patient.